Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the sheath was leaking air. The sheath was inserted into the right atrium and the non-abbott (acunav) ice catheter was inserted into the sheath. After removing the catheter, air was aspirated from the sheath. Air aspiration was performed several times, but air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.